Event description:
It was reported that a patient presented in the hospital after receiving a vibratory alert for right ventricular lead noise. High capture threshold, decreased r-wave amplitudes, and high, out of range, pacing lead impedance were noted. The lead was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.